Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate reported problem. The fse checked the system, and all trigger selections were found to be functioning properly; ECG cable and lead wires functioning properly, and pressure cable adapter was also found to be functioning properly. The fse also captured and analyzed diagnostic error logs. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
Customer reported that while in use on a patient, the intra-aortic balloon pump (iabp) generated a trigger alarm, and night shift staff was unable to determine if the alarm was ECG or pressure or both. However, no adverse event was reported.